Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
This product has been returned and analysis was completed.

Event description:
It was reported that a safety core alert was triggered on this pacemaker. The pacemaker was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.